Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the hypothermia patient was cooling on the arctic sun device. Nurse reported the arctic sun device alerted low flow, alert 02. Nurse attempted to add water and it would not take the water. Patient temperature was 35.5c, target temperature was 36c, water temperature was 34.1c, flow rate was 3.5l/min. Biomed had the nurse to stop and empty the pads and the reservoir level was 5. Biomed explained the nurse must stop, empty and disconnect pads before adding water. Nurse did not empty or disconnect the pads before trying to add water. Biomed explained the arctic sun device was full so no water was needed. The flow rate was good. Biomed explained that when the arctic sun device was first turned on it took a while for all of the air to be purged from the system and the device could display low flow for a brief period of time. The device was working as programmed.

Event description:
It was reported that the hypothermia patient was cooling on the arctic sun device. Nurse reported the arctic sun device alerted low flow, alert 02. Nurse attempted to add water and it would not take the water. Patient temperature was 35.5c, target temperature was 36c, water temperature was 34.1c, flow rate was 3.5l/min. Biomed had the nurse to stop and empty the pads and the reservoir level was 5. Biomed explained the nurse must stop, empty and disconnect pads before adding water. Nurse did not empty or disconnect the pads before trying to add water. Biomed explained the arctic sun device was full so no water was needed. The flow rate was good. Biomed explained that when the arctic sun device was first turned on it took a while for all of the air to be purged from the system and the device could display low flow for a brief period of time. The device was working as programmed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the unknown arcticgel pads ifus are found to be adequate based on past reviews. The device was not returned.